Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance was noted on the pacing lead in the bipolar configuration. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.